Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. The unit would operate for ~10 seconds then the yellow and red triangle warning lights would flash and the unit would turn off. The unit's power supply board was switched out with a known good lab inventory power supply board. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 universal water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without any interruption or functional anomalies for ~1.0 hour. Based on the investigation performed, the complaint has been confirmed. The investigation revealed a defective power supply board. The root cause for the failure is normal wear. The unit was manufactured in 2008 and according to r & d, the device was designed for a minimum of 5 years.

Event description:
Customer reported the heater is malfunctioning prior to patient use. Additional information requested, but not received at the time of this report. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the heater is malfunctioning prior to patient use. Additional information requested, but not received at the time of this report. No patient involvement reported.